Event description:
Event description guidant received information that the patient implanted with this implantable cardioverter defibrillator (ICD) did not receive a shock and needed to be externally defibrillated.